Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935 implantable defib lead 2012 (B)(6); 1688tc competitor pacing lead 2012 (B)(6). (B)(4).